Manufacturer narrative:
Physio-control evaluated the customer device and verified that discovered issue of intermittent blank display. The user interface pcba was replaced, and then the device passed functional and performance testing, and was returned to the customer.

Event description:
The customer contacted physio-control to report a non-critical issue. There was no report of patient use associated with the reported event. During evaluation, physio-control observed that the device displayed an intermittent blank screen. In this state the device may be inoperable, and defibrillation therapy may not be available if needed

Event description:
The customer contacted physio-control to report a non-critical issue. There was no report of patient use associated with the reported event. During evaluation, physio-control observed that the device displayed an intermittent blank screen. In this state the device may be inoperable and defibrillation therapy may not be available if needed.

Manufacturer narrative:
Further evaluation of the removed user interface pcb assembly was performed. The reported issue was caused to the integrated circuit, designator u2. There was corrupt memory on u2, resulting in the logged service code 1c12 and device inability to complete boot-up (remaining stuck on white screen).